Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, the device was found to be below the expected limits. No high current drain sources were found during bench, automated electrical temperature, and humidity testing. The battery was sent out to the vendor for further evaluation. The cause for the premature battery depletion could not conclusively be determined. .

Event description:
It was reported that the device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.